Manufacturer narrative:
The reported event be confirmed based on provided information in the event description. The device inspection was not possible as the product was not returned for investigation a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a patient related issue. The event states that the patient fell off a curb, broke the other fibula and tore the other ankle if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Subject: (B)(6). Stryker itar-2 study. Narrative of adverse event: patient reported falling off a curb on (B)(6) 2025, resulting in a closed fibula fracture of the right ankle, a small tendon tear of the right ankle, as well as self-reported pain/discomfort of the left ankle (study ankle). Right ankle fracture treatment (non-study ankle): the emergency room md placed the patient in a walking boot x 1 week, and after follow-up with an orthopaedic md, the patient was placed in an ankle brace x 2 weeks and prescribed physical therapy. The patient took tylenol prn. Right ankle tendon tear treatment (non-study ankle): patient returned to the orthopaedic md 3 months post-fracture diagnosis complaining of continued right ankle pain. MRI showed a small tendon tear and the original physical therapy script was extended to treat associated pain. Left ankle self-reported pain treatment (study ankle): orthopaedic md recommended physical therapy to help strengthen the ankle and reduce pain/discomfort. Ae status as of july 2, 2025: both right and left ankle pain are improving, but the patient continues to go to physical therapy. Planned reassessment of this ae (#6) at 2 year study visit scheduled september 22, 2025, with the surgeon.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Subject: (B)(6) stryker itar-2 study. Narrative of adverse event: patient reported falling off a curb on (B)(6) 2025, resulting in a closed fibula fracture of the right ankle, a small tendon tear of the right ankle, as well as self-reported pain/discomfort of the left ankle (study ankle). Right ankle fracture treatment (non-study ankle): the emergency room md placed the patient in a walking boot x 1 week, and after follow-up with an orthopaedic md, the patient was placed in an ankle brace x 2 weeks and prescribed physical therapy. The patient took tylenol prn. Right ankle tendon tear treatment (non-study ankle): patient returned to the orthopaedic md 3 months post-fracture diagnosis complaining of continued right ankle pain. MRI showed a small tendon tear and the original physical therapy script was extended to treat associated pain. Left ankle self-reported pain treatment (study ankle): orthopaedic md recommended physical therapy to help strengthen the ankle and reduce pain/discomfort. Ae status as of (B)(6) 2025: both right and left ankle pain are improving, but the patient continues to go to physical therapy. Planned reassessment of this ae (#6) at 2 year study visit scheduled (B)(6) 2025 with the surgeon.